Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant - estimated. The device was not returned for evaluation and the lot number of the device was not provided. The reported patient effect of worsening heart failure, is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the cardiac decompensation. It was reported that a mitraclip procedure was performed on an unspecified date. On (B)(6)2017, the patient experienced cardiac decompensation requiring hospitalization and treatment. The decompensation resolved on (B)(6)2017. No additional information was provided.